Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Patient weight is unknown.

Event description:
Related manufacturer report numbers: 3006705815-2022-18991 and 3006705815-2022-18993. It was reported the patients ipg became inoperable following an unrelated surgery. Patient's leads had also migrated. Surgical intervention was undertaken on (B)(6) 2022, during which the entire system was explanted and replaced. Therapy was restored postoperatively.